Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse contacted technical services to report the patient had to cancel his peritoneal dialysis treatment to be taken to the hospital for pneumonia. The patient was unable to complete treatment that evening using the cycler. Follow-up was made with the peritoneal dialysis registered nurse (pdrn), who stated the patient was admitted on (B)(6) 2016 with symptoms of shortness of breath and was later diagnosed with pneumonia. As of (B)(6) 2016 the patient was still hospitalized and no longer able to complete peritoneal dialysis treatments. The patient is completing hemodialysis treatments while hospitalized without issue. Upon discharge the patient is expected to resume hemodialysis treatments in-center. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Clinical review of the medical records did not reveal any source for the pleural effusion that contained peritoneal dialysis fluid. The medical records reveal that the patient¿s pleural effusion improved when the patient was taken off peritoneal dialysis.

Event description:
The following is from medical records provided by the patient's treatment facility. A large right-sided pleural effusion was found on imaging that was tapped for 2800cc and a chest tube sited. The pleural fluid analysis was positive for dialysate. Peritoneal dialysis was stopped as the pleural effusion was worsening per effusion analysis. The patient was started on hemodialysis. He was also treated with azithromycin and ceftriaxone for community-acquired pneumonia. The pleural effusion showed improvement after four to five days of drainage with the chest tube and the chest tube was removed. He was discharged home on (B)(6) 2016.